Event description:
It was reported that the right half of both led displays will not illuminate. No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During the evaluation it was verified that only the battery charge indicator, ac power light, alarm adjust light, and alarm s silence light illuminate, however, all other leds do not illuminate. The j2 connector has broken off of the led board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.